Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. Corrected field: h2 (type of reportable event). The lot # 3000498653 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery wire came apart from the jaws. They observed what looked like a part of the cautery wire detach from the jaws and come free from the device. The harvester wasn't completely sure it was part of the jaws, but the device failed to operate after the incident. The harvester was not able to locate anything that looked like what she saw. To make sure nothing was left in the tunnel she flushed the tunnel several times to remove any debris and then finished the procedure with a second device. There was no patient harm. There was no significant delay in the case.